Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following was published in the journal of arrhythmia, in an article titled "predictors of long-term success after high-density mapping-guided substrate ablation procedures for ventricular tachycardia in patients with ischemic cardiomyopathy"; 2024;40:1442¿1451.balt, j.c., doi:10.1002/joa3.13175. Observational cohort study includes patients with ischemic heart disease who underwent hd mapping- guided substrate ablation of ventricular tachycardia. Baseline and procedural characteristics were associated with outcomes after ventricular tachycardia ablation. The was one occurrence of a vascular complication and 2 cardiac tamponades. No permanent sequelae occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incidents could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.